Manufacturer narrative:
This remediation MDR was generated under protocol:(B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case, and the battery door were cracked and there was a third-party battery present. A review of the event history log (ehl) identified battery communication timeout and base hardware failure. During the functional testing the reported issue was unable to be duplicated. The interconnect board did not operate as intended, causing intermittent errors. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board, also replaced battery as preventative measure. Performed power up process, charged battery to 100 percent, and performed all functional tests which passed.

Event description:
It was reported the pump displayed backup audible alarm post. No patient injury was reported.